Event description:
Event description guidant received information that during implant of this pacemaker after the device was connected to the leads, no pacing was observed. Additionally, during device interrogation an error code 270b was reported. The physician was able to manually activate the device. However, the lack of therapy resulted in a syncopal event and cardiac arrest for this pacemaker dependent patient.